Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted, including the device (pulse generator), due to infection (staphylococcus aureus). No additional adverse patient effects were reported.